Manufacturer narrative:
Original complaint was received on (B) (6) 2009. Customer initially informed that a condom broke during intercourse. Customer returned samples of unused condoms and they were tested by MFR. After following up with this customer on 11/10/2009, he informed that he had visited a doctor and tests to detect stds were done. This is the motive for filing this MDR form today. Conclusion: from our investigation/analysis & test on returned samples no assignable cause was established for condom breakage. From the complaint it is observed that the condom has been used for non-vaginal intercourse. Instructions for use for our condoms state "condoms are primarily intended for use in vaginal sex, other uses, can increase the potential for breakage." Corrective actions: no corrective action is taken at this moment as there is no assignable cause was found from the analysis of DHR and test on returned samples.

Event description:
Customer informed that a condom broke while he was having sex with a friend. He stated that he had been tested negative for (B) (6) a year ago and his friend was tested negative for (B) (6) three months prior to this event. Customer informed that he had received medical attention and a full panel of std tests were done afterwards. Test results were normal, however, customer was diagnosed with an infected prostate. His doctor prescribed antibiotics as a treatment.